Manufacturer narrative:
Patient information was requested and the customer refused to provide the information.

Event description:
The customer reported the ventilator alarmed with blower temperature high message. The customer reported the unit was in use on patient, but there was no patient harm.